Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited multiple episodes of noise. Lead revision was scheduled, during which the lead was tested and no noise could be reproduced. The lead was removed and replaced, and the patient was stable post-procedure.